Manufacturer narrative:
The implicated disposable set was returned for investigation and the reported leak at the heat exchanger was confirmed. The set was tested with water and a leak was identified in the joint between the heat exchanger and the nozzle. A visual examination of the material on either side of the joint showed evidence of stress. The retain sample for this lot number was also inspected and no problems were found. The manufacturing records for this lot number were reviewed and no anomalies were identified. When the hyperthermia pump recognizes a situation that may compromise safe and effective infusion, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. It was reported that there was no injury to the patient. Should additional information become available, a supplemental report will be submitted.

Event description:
Belmont's distributor received a complaint from the user facility and relayed the following report: "hyperthermia set was installed and the warming phase had begun. During the warming phase it was noticed fluid was leaking from the disposable. It was leaking from the heat exchanger. Forutnately the chemostatic solution had not been applied yet. The disposable was replaced and the case continued."